Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had loss of communication between insulin pump and transmitter. The customer also reported that the led does not blink when transmitter connected with sensor and charger. No harm requiring medical interventions were reported. Troubleshooting was performed. The device will not be returned for analysis.